Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved 18 cm (7") pressure infusion (400psig) ext set w/microclave® clear, rotating luer in which the customer reported that when the nurse entered the room to take care of the patient, she noticed that the extension line was detached from the peripheral catheter. The proximal part of the extension was noticed to be dislodged and an apparent lack of glue was reported. The infusion containing the medication (polyionique g5% + vitamins b1 and b6) flowed onto the patient's bed. The patient's catheter was blocked and a new one had to be inserted and a new infusion prepared for the patient resulting a delay in therapy. The device was in use for one day and two hours. The patient was reported to be disoriented. There was patient involvement, however, no harm was reported as a consequence of this event.

Event description:
The therapy was completed after the patient was reconnected to another extension set with a different reference number. There was a two hour delay in therapy.

Manufacturer narrative:
Additional information: section b3, b5, d9 and h3. The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
One used list #011-mc33888, ext set, pressure (400psig) w/clave¿; lot #5663884 was received for evaluation. A photograph was provided showing a 011-mc33888 extension set with a missing male luer. As received, the male luer was missing from the one used sample and was not returned. Some solvent was present on the tubing. No other damage or anomalies were identified. The reported complaint can be confirmed. The probable cause is due to a bonding error during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
This is report 1 of 3.